Event description:
It was reported that the stent broke. On (B)(6) 2025, a 7.3 flexima all-purpose drainage catheter was selected for percutaneous liver abscess drainage. However, the following day, it was noted through the computerized tomography (CT) that the tube had come off within the liver. Subsequently, on (B)(6) 2025, the tube stent was removed. The pigtail was not straightened, so the tube was removed while straightening it with a guidewire. The suture seemed to get caught on something and could not be pulled out, so the procedure was unavoidably completed with a remaining suture inside the body, approximately 2cm from the body surface. On (B)(6) 2025, the suture was completely pulled inside the patient when visually checked. At this time, there were no adverse effects to the patient. As per physician, it is possible that a structure was formed within the liver and the suture may have been caught there. However, the physician doubted that a structure could be formed so quickly because it has not been long since it was placed. There were no patient complications reported.